Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after trialing during a total hip arthroplasty, the head bottomed out of the femoral stem and unable to be attached. An alternative appropriate femoral head implant was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The following sections were updated/corrected updated: d4; g3; h2; h3; h4; h6 device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. The root cause of the reported issue is attributed to the off label use of item. The biomet freedom constrained liner system is to be used only with biomet femoral, acetabular shell, and femoral head components. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.